Event description:
It was reported that prior to patient use (tubing not attached to patient) and while the user was setting up the infusion, the medication was found "free flowing" even though the device was turned off. This was reported to bd representatives during their site visit. Although requested, additional information was not provided.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. Additional information : device available for eval?, returned to manufacturer on, concomitant med prod data, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that prior to patient use (tubing not attached to patient) and while the user was setting up the infusion, the medication was found "free flowing" even though the device was turned off. This was reported to bd representatives during their site visit. Although requested, additional information was not provided.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Manufacturer narrative:
The actual date of event is unknown. Omit: c17 - maintenance problem identified, c16 - manufacturing process problem. Identified, d03 - cause traced to manufacturing, d07 - cause traced to maintenanceg02005 - circuit board, g04070 - housing, g0405206 - latch. Correction: unique device identifier (UDI)#. Added pi to the unique device identifier (UDI)# field. Additional information: manufacturer narrative. Investigation summary: the reported complaint of free flow was not confirmed through log review or reproduced during laboratory testing. Although it was reported the free flow event was observed during medication set up and not while attached to the patient, a log review was performed for the most recent infusion recorded prior to the issue being reported on 31 january 2024. Review of the pcu event log showed on (B)(6) 2024 at 2:46 pm, the pump module was selected and programmed guardrail drug propofol (drugid=599; 1000 mg/ 100 ml) to infuse at a calculated rate of 13.266 ml/hr (dose= 30 mcg/kg/min; patient weight= 73.7 kg; vtbi= 70 ml) immediately after the start of infusion, the pump module was paused. At 2:49 pm, the pump module was channeled off; the pcu was channeled off. Total volume infused of propofol (drugid= 599) was recorded as= 0 ml review of the logs could not determine the amount of volume in the IV bags at the start or end of the infusions. It is also not possible to determine what the fluid is that is contained within the IV container. The pcu event log only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. The setup of the system and the medication bag at the time of the reported event could not be confirmed. Review of the pcu error log showed no recent errors were recorded. Laboratory testing of the returned pump module showed the device was delivering fluids within specification; unregulated flow was not observed. External and internal inspection of the returned devices found incidental findings only with no relation to the reported complaint. Inspection and testing of the returned administration sets could not be performed because the sets were not returned for investigation. The roller clamp on the administration set should be used as the primary means of controlling flow. It is not known if any of the following conditions may have existed at the time of the reported incident: per product labeling, alaris system user manual (v12.1), it states within warnings and cautions of the loading instructions: do not touch the administration set while closing the door. Ensure tubing placement is over pressure sensors. Ensure the upper fitment is not elevated above the receptacle on the pump. This could be caused by maintaining traction on the set (or stretching the set) while closing and latching the door. If the set is loaded in this manner, infusion inaccuracies may occur. Failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. It was reported there was no patient involvement; the free flow was noticed during infusion set up. Note: the pumping mechanism was disassembled during the internal inspections. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center or the customer. Root cause: the root cause of the complaint of free flow was not identified. Laboratory testing showed the device was delivering fluids within specification. Note that imdrf annex a1801, a040502, c0601, d01, d15 ,g04037, g02017, g04088 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that prior to patient use (tubing not attached to patient) and while the user was setting up the infusion, the medication was found "free flowing" even though the device was turned off. This was reported to bd representatives during their site visit. Although requested, additional information was not provided.